Event description:
It was reported that an alert was observed via merlin.net for pacing lead impedance low and out of range. After reviewing the impedance trend records, no out of range measurement was found. Further investigation is in progress. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.